Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that a pump was connected to a cadd administration set which did not administer the appropriate dose of the hpt antibiotics. No adverse patient effects were reported. No additional information is available at this time.